Event description:
The reporter states that she obtained blood glucose comparison with results 97mg/dl, 140mg/dl, 298mg/dl and 110mg/dl on the accu-chek advantage system. The results were obtained within a 10 min timeframe. She treated herself and felt better after treatment. No adverse event reported. New system sent to customer and return requested.